Event description:
It was reported that a spectrum pump had an issue of failed psi(pounds per square inch)/downstream occlusion test during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.